Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported.

Event description:
It was reported that the burr became detached. A 1.25mm rotalink plus was selected for use. During the procedure, after the physician performed ablation and was removing the burr from the patient's body through dynaglide mode, it was noted that burr became detached. Furthermore, the burr detached from the system altogether. No patient complications were reported.

Event description:
It was reported that the burr became detached. A 1.25mm rotalink plus was selected for use. During the procedure, after the physician performed ablation and was removing the burr from the patient's body through dynaglide mode, it was noted that burr became detached. Furthermore, the burr detached from the system altogether. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. Dynaglide mode was not used while advancing the burr catheter to the target lesion. The burr was completely removed from the patient's body by pulling it out with the rotawire and the procedure was completed by percutaneous coronary intervention and stenting. The patient was stable post procedure.

Manufacturer narrative:
Correction to field e1: initial reporter last name (B)(6). Corrected b5: updated from "procedure was completed by ballooning and stenting" to procedure to "procedure was completed by percutaneous coronary intervention and stenting." Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. Visual examination revealed that the burr is separated from the coil and the coil is stretched. Microscopic examination revealed no additional damages. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became detached. A 1.25mm rotalink plus was selected for use. During the procedure, after the physician performed ablation and was removing the burr from the patient's body through dynaglide mode, it was noted that burr became detached. Furthermore, the burr detached from the system altogether. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. Dynaglide mode was not used while advancing the burr catheter to the target lesion. The burr was completely removed from the patient's body by pulling it out with the rotawire. The procedure was completed by ballooning and stenting. The patient was stable post procedure.